Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed the break of the elevator wire and loss of a pin which connected the wire to the forceps elevator. Based on the analysis of the fracture surface, the forceps elevator wire possibly broke due to a fatigue by repeated manipulating. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the forceps elevator wire broke during an endoscopic retrograde cholangiopancreatography (ercp) using the subject device and the procedure was aborted. The patient was transferred to another hospital and the ercp procedure was continued. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".